Event description:
It was reported to baxter (B)(4) that one ce infusor patient control module watch was observed leaking from the button after being pressed. According to the report, after the device was primed, the nurse pressed the button and observed the leak. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination showed no obvious signs of physical abnormality. A leak test was subsequently performed on the unit. During the test, no evidence of leak was detected when the button was pressed. The reported condition of "leak" was not confirmed. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or should any additional information become available.